Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the sheath distal tip was damaged and the stent was deformed. The stent was observed to be broken/fractured as well. No other anomalies were observed. During functional testing, the stent was advanced from the sheath with resistance. Information available indicated that the stent was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, it is likely that the introducer sheath damage noted at the distal tip occured during transfer into the microcatheter. It is likely that procedural factors contributed to the observed break/ fracture limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent was broken. No consequences to the patient were reported.